Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call customer service to create RMA for reported mcs instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported that their monopolar curved scissors (mcs) tip fell off during the procedure. The staff was able to retrieve tip and continue on with procedure with replacement instrument. The csr to send instrument in for failure analysis. The fragment was retrieved during the same procedure. The customer was continuing with procedure.